Event description:
Customer reported to carefusion, "omniflex connection to trach is to large and will not stay connected to trach."

Manufacturer narrative:
(B)(4): results of investigation: a return sample was not available for evaluation. This complaint could not be confirmed. However, in similar reports, the internal diameter of the omni-flex has been found out of specification (large). The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In order to prevent product from being released out of specification, the manufacturing plant implemented 100% inspection using a 15 mm gauge. Additionally, a mistake proof device was implemented for the manufacture of the tube to increase control at the extrusion process. A supplier corrective action was requested from the manufacturer of the connector (molded piece) to also implement a mistake proof device for process control of this component. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).